Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion sets with adhesive issues where the infusion sets fell off within twenty four hours leading to high blood glucose and the patient treated with correction bolus via pump on (B)(6) 2026